Event description:
It was reported that the patient had inappropriate shocks. The smart pass feature had programmed itself off due to decreased intrinsic amplitudes and changes in morphology. The high energy shock impedances are low but within normal limits. The patient is very thin now. Technical services advised run a manual setup and to check for system movement. There were no additional adverse patient effects. The system remains implanted.